Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures came loose making it impossible to tie the knot, the knot did not come in the usual way¿ was confirmed as an incomplete plunger deployment. The suture break was confirmed as a link break. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility name and address.

Event description:
Additional information was received stating that the suture was not attached to both needles when the plunger was removed. It was also confirmed that the initially reported "the sutures come loose making it impossible to tie the knot, the knot did not come in the usual way and the device can not be used correctly" was referring to a link separation and unraveled knot. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous coronary procedure. Reportedly, ¿the sutures come loose making it impossible to tie the knot, the knot did not come in the usual way and the device can not be used correctly¿. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.